Event description:
The lifecor territory manager (tm) of a male patient contacted lifecor customer support to report that the patient's facility contacted her to report that one of the battery packs was not charging. Support contacted that patient who stated that he does not have his modem to download. Support contacted patient's sister who was going to bring the modem to her brother. Support sent the patient a replacement battery pack. A lifecor patient services representative (psr) went to the facility to in-service nurses on the device and facilitate patient download.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the battery pack not charging was defective battery cells within the battery pack. The root cause of the defective cells is not known, but was probably due to excessive discharging. The patient was changing the battery pack every twelve hours. The battery pack runs a test that takes sixteen hours after every few charges to allow the battery pack to perform at optimal performance. The patient was removing the battery pack before this test was complete. Thus the battery pack was already depleted to charge and seemed to not last as long. Using the battery pack in this depleted state caused the defective cells. The defective cells were replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.